Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The customer contact indicated the event was the result of an operator error in programming the device. Product labeling states "note: when rate for line a plus rate for line b is greater than valid rate ranges, a 'concurrency violation' alarm will explain why the second line did not start." The maximum concurrent delivery rate is 500ml/hr cumulative lines a plus b.

Event description:
The customer contact reported an operator error in programming the device resulting in a delay of critical therapy. At 2112, the patient's blood pressure was undetectable, and a code was called. At this time, line a of the pump was programmed to deliver 0.9% saline at a rate of 999ml/hr and the delivery was started. No further programming parameters were provided. At 2127, the physician ordered the patient to receive an unspecified concentration of levophed. Reportedly, one nurse informed a second nurse that due to the high delivery rate programmed on line a, line b could not be used to deliver the prescribed levophed; however, it was reported the second nurse attempted to program line b to deliver levophed at a rate of "50 or 75ml/hr." At this time, the pump alarmed for a concurrency violation. At 2135, a second pump was obtained and the levophed delivery was started. At 2214, the patient expired. The cause of death was not provided. The customer contact stated that subsequent to the reported event, the nurses were retrained on the maximum delivery rate allowed when the pump is programmed in the concurrent mode. Though requested, no additional information was provided.